Event description:
It was reported that the patient was rewarmed on arctic sun device serial no: (B)(6) but the patient was not warming. They changed patient to device serial no: (B)(6). The patient was 31.9c. The water temperature on arctic sun 5000 was 42c. The flow rate was 2.3lpm. The bladder probe on serial no: (B)(6) was not working and could not locate another bladder probe. They got temperature out of range alarm 14. They have a second patient that was ready to cool, so placed that patient on the arctic sun 2000. They had already added a bair hugger and covered the head, hands and feet on the patient rewarming. Mss suggested giving the patient more time to warm. The water was warm and the flow rate was good and advised to watch the patient on the arctic sun 2000 if the heater was not working appropriately. If the patient drops below target temperature the device might not be able to heat the patient back to target. Mss also added that only one probe was required in temperature port 1 to deliver therapy and confirmed the rectal probes might also be placed in the esophagus if needed a secondary temperature reading. Per follow up via nurse on 22oct2020, the nurse stated that it did take longer than normal, but the patient eventually reached the target and completed the therapy.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was rewarmed on arctic sun device serial no: 4066 but the patient was not warming. They changed patient to device serial no: (B)(4). The patient was 31.9c. The water temperature on arctic sun 5000 was 42c. The flow rate was 2.3lpm. The bladder probe on serial no: (B)(4) was not working and could not locate another bladder probe. They got temperature out of range alarm 14. They have a second patient that was ready to cool, so placed that patient on the arctic sun 2000. They had already added a bair hugger and covered the head, hands and feet on the patient rewarming. Mss suggested giving the patient more time to warm. The water was warm and the flow rate was good and advised to watch the patient on the arctic sun 2000 if the heater was not working appropriately. If the patient drops below target temperature the device might not be able to heat the patient back to target. Mss also added that only one probe was required in temperature port 1 to deliver therapy and confirmed the rectal probes might also be placed in the esophagus if needed a secondary temperature reading.